Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7132888, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure during which the leads were explanted due to suspected meningitis. Magnetic resonance imaging (MRI) was performed. A boston scientific representative was not present for the procedure therefore, the explanted devices were unable to be recovered. No further information was able to be obtained despite good faith efforts.